Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for high blood glucose of 587 mg/dl. The customer reported having site attachment issues, leading to the hospitalization. The customer also had ketones, prompting the hospitalization. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting found the insulin pump passed the high pressure test. The customer declined to check for site/insulin issues. Customer's current blood glucose was 87 mg/dl. The insulin pump will not be returned for analysis.